Manufacturer narrative:
Additional information: d.9., h.3. The complaint device was returned to the manufacturer for physical evaluation.a visual inspection of the returned cycler exterior showed the heater tray rain guard was damaged. Catch-post hipot test passed. Patient hipot test passed. Current leakage test passed. Voltage calibration check passed. The cycler passed the temp test, heater test and heater calibration diagnostics checks. Heater safety test passed. The post-ast 2hours 15mins 8500ml simulated treatment was performed and passed with no further alarms or issues. There were no indications of further damage to the rain guard.an internal visual inspection of the returned cycler was performed and found no discrepancies. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed.

Event description:
An administrative specialist reported that a cycler had been damaged due to melting plastic near the heater tray. A nurse using the cycler said the damage was on the fluid intrusion barrier on the cycler. In a follow up, the specialist verified the melted plastic and confirmed that there was no patient involved in the event. There was no harm, intervention or adverse event.the cycler is available to return as a sample product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An administrative specialist reported that a cycler had been damaged due to melting plastic near the heater tray. A nurse using the cycler said the damage was on the fluid intrusion barrier on the cycler. In a follow up, the specialist verified the melted plastic and confirmed that there was no patient involved in the event. There was no harm, intervention or adverse event.the cycler is available to return as a sample product.